Event description:
Customer reported two run failures. Low signal (ls) and indetermined call (ic) warnings.

Manufacturer narrative:
Multiple low signal (ls) and indetermined call (ic) warnings due to chip to chip variation with location specific weak signal.

Event description:
(B)(6) reported that during their in-coming quality testing there were two run failures due to invalid controls as well as multiple sample failures during these run failures. The invalid ref-pa and/or ref-pb as well as multiple sample failure results were observed across three plate ids heam4137 heam4138 and heam4154 while testing with the hea assay lot# 22-99-v. The customer in-coming quality testing failed for hea plate lot# 22-99-v due to high frequency of invalid samples. Bioarray completed in-house testing of the customer's returned pcr product with our qa retain kit heam4143 for hea lot# 22-99-v. The plate exhibited poor performance and bioarray replicated the invalid positive controls as well as the multiple sample failures. The no type determined (ntd) chips are due to weak assay signal on the three alleged plates and on one of the investigation plates. There were high signal intensity probes and weak probes on the ntd chips, which suggest the weak signal is not due to surface blockage, inhibition of emap reaction, and probe inactivation. Weak assay signal is unrelated to bsa coating on the beads. Assay signal from the weak signal probes could not be fully recovered in the re-assay, which suggest the weak signal is due to loss of the probes on the bead surface. The hea lot# 22-99-v was recalled. The customer notification was communicated to community blood centre-kansas city on the decision and disposition of the recall lot.